Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Follow up # 1/supplemental report text 11/29/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Per the initial report, the home patient (hp) stated was in a hurry and used a bag that a spike came out of and used the set up anyway. Hp was in the hospital with an infection. There was no patient injury or medical intervention indicated at the time of the initial report. (B)(4) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2010 regarding the draining problem and infection. The pd rn stated they have had the hp in to review her therapies and make changes to her drains and fills. The pd rn was not aware of an infection and stated the hp was currently using the cycler for therapy. Per the pd rn there are no current problems with therapy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.